Manufacturer narrative:
One ls1520 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The issue is related to a single device body style that was discontinued in (B)(6) 2017. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the activation button detached from the device. The component did not fall within the patient cavity. There was no patient injury, and a new device was opened to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.